Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that at routine follow-up, 3 instances of inappropriate shocks were saved within the egms. This therapy was delivered due to t-wave oversensing. The lead was repositioned and all values were within range. The current patient condition is good.